Manufacturer narrative:
Device not accessible for testing: at this time, the customer has not requested for getinge to evaluate the cs300 intra-aortic balloon pump (iabp) unit involved in this event. A getinge stm has conversed with the customer and was advised that the customer will send the pump to the biomed department once treatment was completed for evaluation. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) unit suddenly stopped pumping and the screen went blank. The customer powered down the pump and turned it back on successfully. It was noted that the initial prompt at that time displayed a "battery maintenance required" message. The customer was advised to switch to a new pump and did have another pump at the bedside but stated they would rather the patient stay on the current pump and not stop the therapy unless necessary. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.